Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024 . The patient experienced a cgm accuracy issue which occurred 5 days after sensor insertion into the arm. On (B)(6) 2024 , the patient¿s cgm was reading 60 mg/dl. The patient was feeling ¿cloudy¿ and ¿half passed out¿. The patient called emergency medical service (ems) and could not recall the bg meter reading taken once they arrived. However, it was noted that the patient reported the dexcom was reading 20-30 points different that the bg meter reading. Ems treated the patient with 1 tube of strawberry jelly. Ems then left the patient. However, the patient still ¿did not feel right¿, so the patient¿s granddaughter treated her with another tube of strawberry jelly. Ems was called a second time, and this time, the patient was transported to the emergency room (ER). At the ER, the patient had bloodwork, a urine test, and a CT scan done. The patient was also experiencing diarrhea and was treated with IV fluids and unspecified IV antibiotics. Tests to confirm if the patient had a bacterial infection were negative. The patient was discharged home two days later, on (B)(6) 2024 . The patient was feeling better at the time of report with a cgm value of 116 mg/dl. It has been reported that there was a difference in readings of 20-30 points. There were no reported glucose values available to search within the parkes error grid calculator on (B)(6) 2024 . No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e014302 decreased level of consciousness.